Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23839. It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing from the right ventricular lead. During a lead revision to address the issue on (B)(6) 2021 , physician found that the lead didn't have any insulation issues, so a pacemaker header issue was also suspected.¿ both products were explanted and replaced. Patient was stable after the procedure.